Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, leaks and damage from the reservoir. The customer stated that she woke up last night and her blood glucose was over 600 mg/dl. The customer treated with the pump. The customer stated that she smelled insulin and noticed wetness around the reservoir chamber. The customer removed the reservoir and noticed the snap cap was uneven and one side was higher than the other causing a leak. The customer stated that there was a low reservoir alarm in the alarm history. The customer was assisted with the self-test and it passed.